Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Suspected incorrect results (unknown analyte) for an unknown total number of patients. The customer communicated that they have had a result in concern approximately every other week. The customer suspected the results to be incorrect based on the symptomatic statuses and results of the patient's family members. There was no mention of confirmatory testing being completed and the customer was not able to provide the number of results in concern or the dates of testing.